Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 80% stenosed target lesion was located in the tortuous and severely calcified proximal left anterior descending (lad) artery. The physician advanced the 3.0x32mm ion otw stent delivery system (sds) and was unable to cross the lesion. The sds was pulled back due to heavy calcification and a flared stent strut was noted. Procedure was completed with another 23.0x32mm ion otw stent. There were no patient complications reported and the patient status is fine.

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 80% stenosed target lesion was located in the tortuous and severely calcified proximal left anterior descending (lad) artery. The physician advanced the 3.0x32mm ion otw stent delivery system (sds) and was unable to cross the lesion. The sds was pulled back due to heavy calcification and a flared stent strut was noted. Procedure was completed with another 23.0x32mm ion otw stent. There were no patient complications reported and the patient status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a taxus element/ion stent delivery system (sds) and stent with no original packaging or other devices. The balloon was tightly folded and the stent was centered between the markerbands. There was one flared strut in the first proximal row of stent struts. There was no damage to the sds. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).